Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and reported that the pump supplies would be changed. There was no reported adverse impact to customers blood glucose (bg) level.